Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was sweating, felt shaky and dizzy. The cgm was displaying low. The patient did not check a bg fingerstick. The patient went downstairs and drank orange juice. The patient had a seizure and her fiance called an ambulance. Paramedics checked the patient's bg but hte patient could not remember the value. The patient was treated with sugar water via IV and paramedics left. About 30 minutes after they left, the patient had a second seizure and ambulance returned. The patient was transported to the hospital. At this time, the patient was unconscious. When they arrived at the hospital, the patient was treated with glucose via IV and provided juice. The patient was in the hospital for one day. When the patient got home, she was find and stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.